Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings and audio beep anomaly. The customer reported low reading in the 30's mg/dl. The customer was in a hypoglycemia coma. The customer was treated with sugar. The customer also experienced high readings of 500+ mg/dl. The customer was unable to troubleshoot. The customer also reported cannula to appear crimped. The product was not returned for analysis.